Event description:
It was reported that tip fracture occurred. A 180x35cm fathom -16 guidewire was selected for use. During the procedure, it was noted that the tip was delaminated when pulled out of its loop and could not be inserted into the hub of the microcatheter. The procedure was completed using an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported.